Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement and intemittencies. The integrity test revealed a device malfunction. The implanted device remains. Explant and reimplantation is planned, but had not taken place at the time of this report (B)(6), 2010.

Event description:
Allegedly patient felt pain and uncomfortableness.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. During the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.